Manufacturer narrative:
Device history could not be reviewed because the lot number was not legible from the scratches on the shaft. Device evaluation confirmed the condition reported. The reamer end had opened like a flower and was lodged over the collared pin. The collared pin was damaged. The condition of the unit is consistent with previous evaluations where it was determined that the collared pin had been forced against the coring reamer when being drilled into (excessive angular force). Product dfu instructs the user to center the coring reamer over pin with minimal force when drilling and warns that changes in drill angulation during reaming may result in coring reamer deviation or device failure. Event attributed to misuse.

Event description:
It was reported that the surgeon was having a hard time reaming into the tibia. Pt had very hard bone. Surgeon had to push really hard for quite some time. Arthrex representative present in case asked the surgeon to pull the reamer out, but the reamer could not be backed out. Surgeon and his assistant used a visegrip and a heavy mallet to hammer the reamer out (retrograde). When reamer exited the tibial tunnel, it looked like a flower. This device is used for treatment.